Event description:
Or procedure complete, removed warming blanket at which time observed red marks on leg in the shape of spiral shape like blower hose to blanket. Redness areas dissipated by the time the patient left the or.